Event description:
This is the second of two reports (same product ID, same user facility and doctor, same product problem, different patients). This report is in regards to the second patient. Linked to MFR report: 3004608878-2016-00290. The a1108 mayfield triad skull clamp does not tighten and has slipped two times (2x). There were two separate incidents. Both happened prior to placement on the patient. They were on separate days and there were no patient injuries to report. The clamp had just been repaired. Additional information was requested.

Manufacturer narrative:
Integra completed its internal investigation 11/17/2016. The investigation included: method: DHR review; trend analysis; device evaluation. Results: the device in question was manufactured on september 30, 2004. Service notes: control #: (B)(4); date of service: (B)(6) 2016; reason for repair: complaint. Nature of problem: plunger pin not functioning properly. No manufacturing or design related trend has been identified. The returned unit passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit would not have slipped. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements. The (B)(6) patient positioning for success chart has been provided to the customer as a refresher tool.